Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the oer mesh filter appeared to be a black residue but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, the hoses were replaced as a probable remedy of the foreign material/poor reprocessing issue. Olympus will continue to monitor field performance for this device.

Event description:
An olympus repair technician reported e16-it takes too long to fill the reprocessing basin with disinfectant solution on the endoscope reprocessor. The issue was found during receipt inspection at the olympus repair facility. There was no patient involvement. There were no reports of patient or user harm associated with this event. The device was evaluated by olympus. During the device evaluation, the following reportable malfunction was identified: endoscopes / accessories had poor reprocessing, foreign objects were found in the reprocessing basin after reprocessing.

Manufacturer narrative:
The device was evaluated by olympus. Endoscopes accessories had poor reprocessing; foreign objects were found in the reprocessing basin after reprocessing due to insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.